Event description:
Initial surgery was performed on (B)(6) 2013 where a latitude elbow was implanted and linked. The ulnar stem because loose and he had a revision surgery done on (B)(6) 2014 to remove the ulnar stem and take cultures to rule out infection. The humeral canal was left in place and the spool was removed and replaced to gain access to the ulna to remove the stem. He used a new screw with the old spool and the plan is to make sure there is no infection and bring pt back to replace humeral spool and implant new ulnar stem.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.